Event description:
It was reported that the patient presented in-hospital due to dizziness. Review of egms showed crosstalk. Lead issue suspected. Leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.